Event description:
A healthcare facility in (B)(6) reported that the water feedset tubes on two mr290v vented autofeed humidification chambers were damaged. This was found during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the additional information provided by the hospital, previous investigation of similar complaints, and our knowledge of the product. Results: the hospital further informed us that it was possible for the feedset tube on the mr290 chambers to be set up under tension. Furthermore, they stated that the feedset tubes may have become caught in something. A lot check revealed no other complaints of this nature for lot 121010. Conclusion: without the return of the complaint chambers we are unable to determine the root cause of the problem reported by the customer. However, based on the information provided by the hospital, the feedset tubes were most likely damaged when they were set up under tension or had become caught in something. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. The user instructions that accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported that the water feedset tubes on two mr290v vented autofeed humidification chambers were damaged. This was found during use. No patient consequence was reported.